Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the depleted disposable AED battery was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.